Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated the dexcom did not notify them of a low and passed out. The patient's wife found the patient unconscious on the floor and due to the patient being unresponsive, the patient's wife administered the patient with glucose tablets and then checked his blood glucose values which was reading 70mg/dl. It was indicated that the values started to increase and the patient was placed back into bed and was stable. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was received for evaluation; data review did not confirm the reported event of no notification of a low. A probable cause could not be determined via data.